Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no guidewire stuck in it. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. The exit notch was torn. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Functional testing was completed using a thruway 0.014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was advanced through the tip and guidewire exit notch. No resistance was felt and the difficulty was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous and severely calcified common iliac artery. After a non-bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, the balloon catheter became stuck midway and could not be moved at all. The device was removed together with the wire and the procedure was completed using a different wire and a sterling balloon catheter. There were no patient complications reported.